Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient error. The peritonitis was manifested by fever, abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the event of peritonitis. Dianeal therapies were ongoing. The patient was discharged fourteen days after admission and was recovered the same day from this peritonitis event. On an unreported date, the patient had been re-trained on break in aseptic technique. No additional information is available.